Manufacturer narrative:
(B) (4) (intervention required): eval results: (dislodgement). Conclusion: pt's condition affected effectiveness of device (vessel / lesion morphology).

Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system length 18mm, diameter 3.5mm was used to treat a severely calcified lesion with 90% stenosis in a pt's moderately tortuous mid rca. It was reported that the stent dislodged during the procedure. The lesion was pre-dilated. The protective covering was removed from the stent without difficulties. The physician inspected the stent prior to use and there were no issues noted. The stent advanced normally over the wire and through the guide catheter. The physician was unable to deliver the stent to the lesion. On withdrawing the device the stent dislodged and was located in the pt's right femoral artery. The physician attempted to retrieve the stent with a guidewire but was unable to snare the device and left the stent in the pt's femoral artery. Pt was reported to be fine post procedure and no clinical sequelae have been reported. The stent delivery system was not returned to medtronic for evaluation.